Event description:
A malfunction alarm was reported, identified by malf code 12, but no notable events occurred prior to it. The fault ID was available, and the malfunction code was resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappeared, which they acknowledged and understood.